Event description:
It was reported that a pt underwent diagnostic coronary arteriography for evaluation of chest pain. On the third injection of the left coronary system, it was noted that the distal left main artery was occluded. The patient was given intra-coronary nitroglycerine. Flow was restored to the circumflex, but there was staining at the origin of the lad and it was presumed there was a dissection due to the catheter tip. An intra-aortic balloon pump was inserted prophylactically and attempts were made to recanalize the lad using percutaneous techniques unsuccessfully. The patient was then given heparin, aspirin and plavix and went to bypass surgery within 30 minutes. The patient remained hemodynamically stable without arrhythmia during the procedure. The pt had bypass surgery to the lad and circumflex arteries. The patient survived the surgery, the pt's post-op course complicated by paroxsymal atrial fibrillation and is now recuperating slowly. The pt's left ventricular function had been normal prior to the angiogram and is now estimated to be about 20%. The physician feels there is a direct relationship between the product and the patient's need for surgery.